Manufacturer narrative:
Manufacturing site: (B)(4). The sion blue guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire. The coil wire was stretched for approximately 15mm from the middle solder that was originally set at 20mm from the tip, and found fractured. Necking was found on the fracture surface of the coil wire, which was a trace of ductile fracture. Under the elongated coil wire, the inner coil wire was found exposed. The core composed of a straight core wire and a twist wire was found fractured at approximately 3mm from the tip of the exposed inner coil wire. Observation by scanning electron microscope (sem) of the fracture surface of the straight core wire found necking and dimples on the fracture end, indicating tensile stress had caused fracture of the core wire. Necking was also found on the fracture end of a strand of the twist wire, indicating tensile stress had caused fracture of the twist wire. These findings indicated straight core wire and twist wire of the sion blue guide wire were detached for approximately 5mm from the guide wire tip, and the coil wire including the ball tip of the guide wire was detached for approximately 18mm from its tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Base on the obtained information and the above investigation outcome, it was presumed that tensional force exceeding the product design limit might have been applied on the core composed of a straight core wire and a twist wire due to withdrawal manipulation of the subject sion blue guide wire while the distal segment of the guide wire was caught by the insufficiently expanded stent strut. Consequently, the core was fractured and the coil wire was stretched and fractured, causing the distal segment of the guide wire to be detached. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Malfunction and adverse effects: separation of the guide wire.

Event description:
It was reported that three units of asahi sion blue guide wire were advanced to left anterior descending artery (lad), left circumflex artery (lcx), and first marginal artery (m1) respectively during a percutaneous coronary intervention (pci) to treat the moderately calcified, moderately tortuous, and severely occluded left main artery (lm). No resistance was felt with any of the three wires during guide wire manipulation. When a concomitant balloon was dilated on the sion blue that was advanced in lm and attempts were made to withdraw the guide wire by rotation, the device was fractured. One floppy fragment was left inside the deployed stent, and another fragment was left in the m1. Although an attempt with a snare was made to retrieve the wire fragment left in the aorta, the fragment could not be retrieved. The device disappeared in the blood stream. When post dilatation was conducted as the deployed stent expansion was insufficient, the fragment left in the stent migrated to the distal segment of the marginal artery and could not be retrieved. It was determined that coronary scanning would be conducted to confirm the location of the wire fragments after the procedure. The physician commented that the guide wire got stuck with the deployed stent and resistance was felt. It was also commented that the guide wire was fractured inside the deployed stent. The patient was fine without problem after the procedure.